Manufacturer narrative:
No samples were sent for evaluation. The customer did not request service. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported a system message displayed and then the system reset itself. The customer attempted to prime the cassette with a system message displaying. The customer called the company technical service specialist (tss) to assist with troubleshooting. The tss advised the customer to check the infusion tubing to assure it is not blocked. The customer found the infusion tubing blocked. The tss advised the customer to release the clamp and re-prime the system. The system functioned well after that. No patient injury was reported.